Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU states detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope resolution clip fell inside the biopsy channel and it came out with the cleaning brush. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.